Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the atrial lead exhibited low pacing impedance, high capture thresholds, and low p-wave amplitude sensing. The suspected cause was insulation damage on the atrial lead. The atrial lead was explanted and replaced. The patient was in stable condition.